Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). (B)(4) for the reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was placed through the duodenoscope and the nurse attempted to open the clip again after opening and closing the clip and found that the clip was unable to be opened. The nurse then attempted to deploy the clip while the clip was not attached to the mucosa and the clip would not deploy. The clip was removed from the duodenoscope and the physician decided to not place any more clips. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.